Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced foreign matter contamination. The following information was provided by the initial reporter: I was given an opened package because the tubing has darkened. The lot number is 19025632. It looks like it is old.

Event description:
It was reported that the maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced foreign matter contamination. The following information was provided by the initial reporter: I was given an opened package because the tubing has darkened. The lot number is 19025632. It looks like it is old.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08/11/2020. Investigation conclusion the customer reported the tubing was darkened. Received was an unused maxzero extension set model mz5303 with package lot 19025632. Visual inspection of the as-received set sample observed the tubing p/n tndp0055 had a slight brownish colored tint. Although the reported issue was visually confirmed, functional testing was performed by pushing fluid through the set. The fluid was observed to flow through and exit as expected. Further visual inspection of the exited fluid observed no obvious change in color/tint. The tubing was also manually cut. Visual inspection under magnification observed the tint is embedded within the tubing and is visible throughout the tubing. No evidence of contamination was observed along the inner surface of the tubing; there is no contamination in the fluid path. A sterilization certificate was also obtained from sterilization assurance. The sterilization certificate (attached to this file) was provided to confirm that the affected lot was processed within specification. Equipment used (inspection performed on 23sep2020): - ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record search for model mz5303 lot 19025632 shows the set was manufactured on 07feb2019 with a total of (B)(4) units built. There were no related quality notifications issued during the production build of this set. The customer's report that the tubing was darkened was confirmed. The root cause was identified as due to sterilization causing further discoloration in combination with storage conditions.